Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing itches all over and it was unknown if it was an allergic reaction to the device. It was also noted that the patient has to charge frequently. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing itches all over and it was unknown if it was an allergic reaction to the device. It was also noted that the patient has to charge frequently. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient was experiencing itches all over and it was unknown if it was an allergic reaction to the device. It was also noted that the patient has to charge frequently. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to fu #1 - additional information was received that there was no explant procedure and no further course of action.

Event description:
A report was received that the patient was experiencing itches all over and it was unknown if it was an allergic reaction to the device. It was also noted that the patient has to charge frequently. The patient will undergo an explant procedure.